Manufacturer narrative:
Results -1 needle sample was returned by the customer in support of this complaint. The needle was introduced into an artificial vein connected to an elevated reservoir of horse blood, to simulate venous pressure. No flash was visible initially, but a small amount became visible when vacutainer tubes were introduced onto the np needle. Sst tubes were drawn with the needle, and none pushed off the np needle. No qns or other issues relating to the reported defect were identified in the DHR. Conclusion - no definitive root cause could be established for the reported complaint.

Event description:
It was reported that the cap of the non-patient bd vacutainer® eclipse¿ signal¿ blood collection needle with holder cannula pops off when taking blood. No flash back is observed when the needle is clearly in the vein. No injury or medical intervention reported.